Event description:
The user facility reports one event where after the pt was cannulated the cap was loosened and then retightened. Although the technician thought the cap was tight, the cap came off. Ebl = 100-150cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only. The complaint sample was discarded at the time of the incident.